Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not fill the cartridge with more than 300 units of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was inaccurate after loading a cartridge with insulin. During troubleshooting with tandem technical support, the customer attempted to reload a cartridge and an alarm 9 occurred, as the cartridge had been overfilled. The customer was able to load a new cartridge successfully. There was no reported impact to the customer's blood glucose level.